Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs from start of use through the listed event date. No factory reset was found in the logs. Audio setting was found to be logged as "high" on 2024-01-07 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-01-07. Data for the described event date of 2024-02-26 was reviewed. The last cartridge change operation before the review date was on 2024-02-25 at 3:24pm while the last infusion set change was on the same date at 11:46am. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. The two weeks prior to the reporting date were reviewed on the ilet report; this showed 1.0% time less than 54 mg/dl and 2.9% less than 70 mg/dl. The report shows a pattern of maladaptive behavior with the meal announcement feature, with a majority of lunch meals announced as "less" than usual, and meal announcements frequently given during periods of hyperglycemia. No evidence of device malfunction was found in the engineering logs. Motor data indicates that the ilet stopped making delivery requests approximately 22 minutes before the described low event. Meal announcement history shows that meal announcements were typically not used. Alert 22 (low glucose) was appropriately triggered, and no insulin was being requested until cgm glucose was at least 80mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without an event date or confirmation of the event by the user, we are unable to determine an assignable cause for this event. However, it is possible that the user's lack of training and subsequent potential maladaptive use of the meal announcement feature contributed to a hypoglycemic event.

Event description:
On 2/26/24 a beta bionics clinical diabetes specialist (cds) reported a healthcare provider (hcp) reported to them that an ilet user had to be transported via ambulance to the emergency room due to a low blood glucose (bg) event. The cds has been unsuccessful in contacting the user to confirm this event. The exact date of the event is unknown. The cds noted this user was supposed to be trained by a non-contracted clinic and it appears the user was never trained by them on ilet use.